Manufacturer narrative:
The underlying cause documented on the (B)(6) or return fields in (B)(6) is identified as: based on pictures attached, broken frame. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dolomite melody rollator broken frame .